Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the needleless valve leaked during an IV push of morphine with a bd 3ml syringe. No patient harm reported.

Manufacturer narrative:
The customer¿s report of leakage from a maxzero valve while administering an IV flush was not confirmed. Functional testing was performed. The maxzero valve, both with and without the customer-provided syringe, was functioning effectively throughout investigational testing, and no leaks were observed. The root cause of leakage from a maxzero valve while administering an IV flush could not be determined.